Manufacturer narrative:
E2: health professional - no. E3: occupation - non-healthcare professional.. Based on the results of the investigation, it is likely a broken cord near the stress boot led to flooding of the device and resulted in a communication failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable sheath is torn, the cable and imaging unit has flooding, image defects of flickering, turbulence and blurry image, and corrosion of the scope mount and free lock lever. There was no patient involvement.